Event description:
After transpars plana vitrectomy, fragatome was used to completely dissolve cortical material which had been stripped off of the nucleus and aspirate same. It was then noted that there were small metallic fragments on the posterior pole and the supertemporal sclerotomy entry site. These were vacuumed up and the vast bulk of metallic fragments were vacuumed up off the posterior pole with only a few insignficant fragments remaining that were resting tightly. No tears were found in peripheral retina. Procedure was concluded as usual.